Manufacturer narrative:
A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the sheath during insertion or removal from the outer cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second common cause has been determined to be mishandling of the instrument such as dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of mishandling often results in chips or cracks in the ceramic tip that will lead to complete separation of the tip during subsequent handling or use. A third potential cause is the exposure to extreme heat from a laser or electrode during a procedure. This misuse can result in a stress fracture in the ceramic, which ultimately results in the complete separation of the ceramic tip from the tube. This type of incident is cautioned against by the recommendation of activating the laser or electrode only when in clear view through the resectoscope, safely away from the ceramic tip. Due to the fact that the instrument has not been returned to gyrus acmi for review, the exact cause of the failure cannot be determined. No further action is warranted at this time.

Event description:
During a turp procedure performed at the (B)(6) regional hospital in (B)(6) using the continuous flow inner sheath, the ceramic tip detached and fell into the patient's bladder. The tip was retrieved from the patient with no patient harm. The device was returned to oci in (B)(6) and repaired.